Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced a high blood glucose of 411 mg/dl. Customer treated high blood glucose with a bolus. Customer did not contact their healthcare professional. Customer decline to troubleshoot for high blood glucose. Troubleshooting was not completed as customer declined. The device will not return for analysis. Frn-model unknown reservoir.